Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound bronchofibervideoscope video was not working and had an error code b30. The issue occurred during preparation for use. There were no reports of patient harm.